Event description:
New information received notes that programming changes were made and it was elected to not conduct defibrillation testing. The patient was just fine after the changes.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that non-sustained rv oversensing episodes due to post paced t wave oversensing was observed via remote transmission. The oversensing episode was noted on a stored electrogram. The patient did not receive any therapy as a result of the of the oversensing. Programming changes were discussed.